Manufacturer narrative:
The biopatch product does not contain sugar. The device is composed of polyurethane foam and chlorhexidine. The device is designed to be a topical antimicrobial dressing. The device has been evaluated, and integra has determined that no 'diabetic' related issue occurred. The device history record could not be reviewed because the lot number could not be provided. The patient may have had some allergic reaction, and as stated in the package insert, use of the product should be discontinued.

Event description:
User facility reported that the biopatch was used on a type ii diabetic patient. The patient manages his diabetes by his diet. The patient contacted the user facility asking if he received something with sugar in it within several hours of the procedure. The patient stated he had the same feeling he gets when eating a donut. The patient removed the biopatch and reverted to his routine dressing. No product is available for evaluation. According to the physician, the patch had been provided by an dressing change kit. The chlorhexadine swab, provided in the kit, was used to prepare the skin. The exit site was allowed to air dry and was then wiped with sterile gauze. The patch had been placed around a pd catheter at the exit site. The physician stated that the prepared area was prior to placing the biopatch.